Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A surgeon reported experiencing lower than expected laser power. The doctor had to augment the energy levels above the regular levels that he was used to working with to achieve the same results. There was no delay or patient impact.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. Further information received, noted the customer raised the energy of the system. The company representative re-adjusted the parameters, as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 29, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event cannot be determined conclusively. (B)(4).